Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft bsg and an ovation ix iliac limb on (B)(6) 2026. On (B)(6) 2026, during a routine follow up, graft separation of the afx2 bsg and ovation ix iliac limb was identified. On (B)(6) 2026, three ovation ix iliac limbs were used to treat the separation. The patient is recovering.